Event description:
It was reported that after switching from steel to teflon infusion sets, the user experienced hyperglycemia with a blood glucose of 327 mg/dl, and pump data showed insulin delivery was paused or depleted overnight with a new set not placed until the morning, which explained the elevated glucose. Symptoms included hyperglycemia. Outcomes included troubleshooting and education without alarms or hospitalization. Investigation included review of pump data and user report. Investigation of this case revealed that the device functioned as designed and that hyperglycemia was attributable to interruption of insulin delivery due to running out of insulin and a delayed infusion set replacement rather than a device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of therapy leading to transient hyperglycemia.